Event description:
An event involved a cadd solis hpca pump where it was reported that the pump had an alarm at startup with code 41787 which is a high-priority hardware error, indicating a critical internal system/ non-volatile memory malfunction affecting core device functionality. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.